Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing low and high blood glucose values on (B)(6) 2021. The customer also reported she went to the emergency room on (B)(6) 2021 for the same reason. The customer stated her blood glucose was 490 mg/dl after disconnecting from the insulin pump. The customer was treated with intravenous fluids. The customer alleges over delivery of insulin as her blood glucose will go up and down. The customer reported that she does not use the insulin pump at night. Customer was using auto mode. The insulin pump will not be returned for analysis.